Event description:
If ozone generators are denounced by FDA and epa.gov - I have to wonder why the air purifier I bought (guardian technologies ac4825 dlx) does not say anything on the box (exterior) that it emits ozone! Only the pamphlet inside. I have not yet used it enough to state any side effects, but am researching the subject before I do, except trying it for some hours when I first got it. There may well be loopholes in the law permitting the sale of these appliances-but I am pointing out the fact only that they should state on the box it emits ozone! They don't. It is clearly not safe for some people, (to inhale) and questionable for others. No problem to return it, but that's not the point. No where on the box does it say it emits ozone, just that it's an air purifier. If it's not FDA approved and denounced by epa.gov - shouldn't they properly label their boxes on the exterior so one knows what they are getting?